Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: model 7120, implantable tachy lead, implanted (B)(6) 2009; model 419378, implantable pacing lead, implanted (B)(6) 2009; model 1888tc, implantable pacing lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the physician was not happy with the longevity of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.